Event description:
It was reported that telemetry confirmed a critical pump alarm was occurring. The alarm was due to zero ml reservoir volume being reached. The logs showed the pump went empty on (B)(6) 2013; the low reservoir alarm date was (B)(6) 2013. The patient was in the hospital, so the pump was not refilled. It was unclear if the patient had symptoms as the patient was in a nursing home and was non-communicative. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).